Manufacturer narrative:
Affected product was returned, the returned product was evaluated, and the defect was confirmed. All inventory is tested to ensure it functions before it is shipped. A nonconformance has been opened to further investigate this defect.

Event description:
The customer alleges that "handles would not light. " no other details were provided and no patient injury/harm reported.